Event description:
It was reported that a pt expired while monitored by a delta bedside monitor and an infinity central station (ics). There has been no machine malfunction alleged at this time. Drager reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.